Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed catheter body user related hole.

Event description:
The hcp reported the patient died. The date of death was (B)(6) 2013. The hcp had been tapering the patient off baclofen as the intrathecal therapy was not working anymore because of disease progression. The plan was to shut off the device. The patient was a hospice patient. The cause of death was not device related and was indicated as disease progression related to multiple sclerosis. The device was explanted at the funeral home. The pump was used to deliver baclofen. Additional information received from the hcp indicated they did not have the lot number of baclofen documented; however they were ¿pretty sure¿ lioresal was being administered via the patient¿s pump.